Event description:
A customer observed multiple, reproducible, higher than expected, vitros valp patient results on two different vitros 5,1 fs chemistry systems during a correlation study. The following results were obtained: valp gen 21, lot 2571 vs. Valp gen 18, lot 2164: 5,1 fs #1: patient 1 = 44.9, 45.5 vs. An expected result = 33.9 ug/ml; patient 2 = 89.6 vs. An expected result = 74.4 ug/ml; patient 3 = 98.0 vs. An expected result = 75.7 ug/ml; 5,1 fs #2: patient 1 = 46.6 vs. An expected result = 39.1 ug/ml; patient 2= 92.0 vs. An expected result = 74.6 ug/ml; valp gen 21, lot 2721 vs. Valp gen 18, lot 2164: 5,1 fs #1: patient 1 = 52.2 vs. An expected result = 33.9 ug/ml; patient 2 = 96.3 vs. An expected result = 74.4 ug/ml; patient 3 = 100.2 vs. An expected result = 75.7 ug/ml; 5,1 fs #2: patient 1 = 50.7 vs. An expected result = 33.9 ug/ml; patient 2 = 93.1 vs. An expected result = 74.4 ug/ml; patient 3 = 102.6 vs. An expected result = 75.7 ug/ml; biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The affected results were not reported out of the laboratory. There was no report of patient harm as a result of this event. This report is number two of four mdrs for this event. Four 3500a forms are being submitted for this event as four devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, reproducible, higher than expected, vitros valp patient results were obtained on two different vitros 5,1 fs chemistry systems during a correlation study. The investigation could not determine a definitive root cause. However, a vitros valp reagent issue cannot be ruled out. In addition, the possibility that the vitros valp gen 18 patient results were biased cannot be ruled out as a contributing factor. The investigation is ongoing.